Event description:
Incident was reported with our dur-d, access sheath and 35bx guidewire. The surgeon was using this equipment and perforated a pt's ureter. The pt was suspected of having cancer in the kidney. As a result of the perforation, the surgeon had to open the pt to repair the ureter. Once he opened, he discovered the pt had severe cancer and removed his kidney.

Manufacturer narrative:
The device has not been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.